Event description:
Related manufacturer report number: 1627487-2024-07392, 3006705815-2024-01798 it was reported that the patient experienced pain at the anchor site and pain at the ipg site. It was also reported that the patient has had some weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.